Event description:
The representative for minerva was present during the minerva ablation procedure, when there was a device failure with the minerva handpiece. Or staff went through the checkpoints as followed with the machine to be sure it was a device failure and nothing was physically wrong with the patient to cause it to fail. When it was found the device handpiece failed, a new one was opened and the procedure continued as planned. It was completed without further complications and there was no harm to the patient. Manufacturer response for ablation handpiece, sterile minerva disposable handpiece (per site reporter): a minerva representative was present during this procedure to help determine handpiece was defective. The device will be returned to minerva for further failure analysis.